Event description:
It was reported that the patient was experiencing a shocking or jolting sensation at the patient¿s lead location between their shoulders. There was no known accident or incident related to the shocking. The shocking started about 3 days prior to the report. The program that the patient experienced the most shocking in was the program that really helped their back. The patient had decreased their stimulation and turned it off and the zapping stopped with the stimulation off. The patient could not remember which programs caused shocking and which didn¿t. The patient received assistance from their doctor or a manufacturer representative on (B)(6) 2014 and their concerns were resolved. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).